Event description:
The lead was returned to the manufacturer after being explanted because the patient's condition changed and the pacing system was no longer needed. The lead subsequently tested out of specifications during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual inspection found outer insulation breached in-vivo/ clavicle rib crush. Products: (B)(4) implantable pulse generator 2009 (B)(6); 5076-45 implantable pacing lead 2009 (B)(6). (B)(4).